Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No moisture damage found inside the pump. Pump had minor scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had display anomaly. The customer¿s blood glucose level was 9.8 mmol/l. Customer's mother reported that the pump screen was unable to read as there was moisture inside the screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The insulin pump will be returned for analysis.